Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found a hardware failure, as the screen was flickering on and off while the system was on. The system worked fine after the screen was replaced and upgraded. There was no flickering and blinking on and off once the screen was replaced. Analysis of the cable 9735519 dvi-d m-m 6ft (lot #: 35d0073) and acc 9730752 cable adapter dvi (unknown lot #) found no failure. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. Analysis of the monitor 9733386 19inch fusion (lot #: 10150626) found no failure. The returned monitor had several scratches across the screen. When connected to a known good system, the monitor displayed a good image without any blackouts. Product event summary #fusion black screen. Other relevant device(s) are: product ID: 9733386, serial/lot #: (B)(4); product ID: 9730752, serial/lot #: unknown; product ID: 9735519, serial/lot #: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the rep was loading scans on the system, the screen would go black for a few seconds and them come back on. There was no patient present.